Event description:
It was reported that during routine maintenance, the cs300 intra-aortic balloon pump (iabp) unit could not be inflated normally indicating an automatic inflation failure. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Block e1 telephone number : (B)(6). Block e1 event site name: (B)(6).

Event description:
It was reported that during routine maintenance, the cs300 intra-aortic balloon pump (iabp) unit could not be inflated normally indicating an automatic inflation failure. There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated unit and stated the 5000-hour maintenance kit needed to be replaced. The fse replaced the 5000-hour maintenance kit, and the equipment function was restored. All functional tests of the equipment were carried out according to the requirements of the factory. The unit was delivered to customer.